Event description:
The customer reported to olympus, that their evis exera iii colonovideoscope had a clogged air and water channel. Upon inspection and testing of the returned unit, it was discovered, that the nozzle was clogged with a grey-colored rubbery material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, it was discovered, that the nozzle was clogged with a grey-colored rubbery material. The customer's originally reported issue of a clogged air and water channel was confirmed. The following additional findings were also noted: bending section cover adhesive deteriorated and separated, light guide rod lens cracked, bending section loose, angulations out of specification, and biopsy channel wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damaged was observed at the detection point of the material, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may be able to detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the air-feeding function. - inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.